Manufacturer narrative:
Correction to d3: device manufacturer city, g2, g3, g5: PMA/510k #. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution administration set under infused; further described as the chemotherapy infusion finished with 30 ml left in the bag. It was further reported that the infusion rate was 367 ml/hr with a volume to be infused of 551 ml. The nurse reprogrammed the unspecified pump to account for the remaining 30 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.